Event description:
Consumer stated the bristles fell out of the toothbrush while brushing her teeth and she thinks she was able to remove/spit them all out. She doesn't think she swallowed any. She is not sure how long she was using the brush. Consumer threw away the brush.